Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user witnessed a patient with a high heart rate, but the patient monitor did not appear to be visually showing the patients symptoms. There was no report of an adverse event or patient injury.

Event description:
It was reported that the user witnessed a patient with a high heart rate, but the patient monitor did not appear to be visually showing the patients symptoms. There was no report of an adverse event or patient injury.

Manufacturer narrative:
It was reported to draeger that the delta xl would not visually display the patient's symptoms. Information and logs needed to investigate this reported behavior were requested. A draeger systems engineer visited the customer's site and found the reported issue to be a clinical configuration problem, so the requested materials were not provided. It was reported that there were no malfunctions found with any of the draeger products in use. There were no configuration actions taken at the customer's site per their request. No draeger device malfunction found.